Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The international service technician was not able to duplicate the error code 1125 after rebooting the ventilator. The manufacturer¿s international service technician replaced the power management (pm) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The power management (pm) pcba was returned and tested . No failures were identified. The 1125 error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician stated that during an operational check an error code (1125) - cooling fan speed error occurred. There was no patient involvement.